Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 20512222.

Event description:
It was reported that the patient had a fall and was having loss of stimulation. It was also noted that there were high impedances on the leads that bsn representative was able to capture patients pain areas. The patient underwent a revision procedure wherein the leads were replaced. The patient was having great coverage on patients pain areas. The explanted leads will not be returned.